Event description:
The facility's biomed reported that the infusion pump failed on all three channels. When the device was received, failure code 531 was found. The biomed did not have information regarding whether this failure occurred during patient use or biomed testing. The biomed stated that there have been no report of any patient incident involving this pump since the last baxter service event.